Manufacturer narrative:
On 03/26/2019, intuitive surgical, inc. (Isi) obtained the following additional information from the surgical staff regarding the reported event: audible tones were heard during attempts to seal with the vessel sealer (vs) instrument. The surgical staff also reportedly observed tissue effect while attempting to seal with the vs instrument. No tissue bunching was visibly observed. It is unknown if there was any tissue tension during sealing attempts. No related error messages were noted during the reported event. The estimated blood loss from the mesenteric bleeding is unknown. It is also unknown what medical intervention was administered due to mesenteric bleeding. The vs instrument was disposed by the site. The patient¿s current status is unknown. Based on the additional information provided, this complaint will remain reportable due to the following conclusion: after undergoing a da vinci-assisted right hemicolectomy procedure, the patient returned with mesenteric bleeding. It is still unknown what medical/surgical intervention was administered to identify and treat the post-operative complication. In addition, the root cause of the post-operative complication is still unknown.

Manufacturer narrative:
Based on the current information provided, isi has not determined the root cause of the alleged post-operative complication experienced by the patient. Isi has attempted to contact the surgeon to obtain additional information regarding the reported event. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. Isi has also reviewed the site's complaint history. No related complaints have been reported to isi involving the vs instrument involved with this case. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted right hemicolectomy procedure, the patient returned with mesenteric bleeding. It is unknown what medical/surgical intervention was administered to identify and treat the post-operative complication. In addition, the root cause of the post-operative complication is unknown.

Event description:
It was reported that after completion of a da vinci-assisted right hemicolectomy procedure, the patient returned with mesenteric bleeding. On (B)(6) 2019, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was not present during the da vinci-assisted right colectomy procedure which was not recorded on video. There were no reported intra-operative complications or a malfunction of a da vinci system, instrument, or accessory during the case. The surgical procedure was completed robotically. Post-operatively during the evening time, the patient returned and was found to have mesenteric bleeding. The surgeon noted that bleeding was observed at multiple points along the mesentery. The surgeon commented that it seemed as though the vessel sealer (vs) instrument had never worked during the da vinci-assisted surgical procedure. The csr did not know if the vs instrument was available for return to isi for evaluation. He also did not know what medical intervention, if any, was administered due to the post-operative bleeding.